Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient reported that they are experiencing pain because they cannot get their implantable neurostimulator (ins) to charge. Patient stated that they had been trying to recharge it for a couple of weeks using different ways but were still unable to charge the device. Patient also mentioned that the recharger becomes really hot in the area where the recharger cord connects to the paddle. Patient mentioned that it had been acting up for a while; for the event date, patient stated around (B)(6). The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger analysis of the [recharger], model [97755 ], s/n (B)(6) found electrical failure - poor recharge quality message. Cable insulation is peeling away between donut and strain. Worn donut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.